Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.

Event description:
The physician had an issue with an covered stent. He ballooned a superior mesenteric artery, then trying to place the stent it became dislodged. He was able to retrieve the stent.